Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in a homechoice cassette without an alarm during peritoneal dialysis therapy. This event occurred during use with patient involvement. There was no visible damage found on the cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.